Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had multiple insulin pump errors. The customer's blood glucose levels were 62 mg/dl at the time of the incident. The customer stated the they were having battery issues. Troubleshooting was performed. The insulin pump errors were not cleared. The insulin pump is returning for analysis.

Manufacturer narrative:
Insulin pump received with operating currents within specification. Insulin pump passed selftest, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No battery out limit alarm or external ram crc error alarm noted. Insulin pump failed unexpected restart error test due to faulty c-13 on the interface board.